Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the controller battery has been giving them issues for the past 6 months and is no longer holding a charge. Patient stated the controller battery would only charge the implant to 40% or 50% and the controller battery will not fully charge to 100%. Patient stated the controller will charge somewhat, maybe to 30%, but as soon as they hook it up to charge their implant the controller battery will show 0%. Agent had patient attempt to remove the battery pack from the controller and it was determined that the battery pack had split into 2 pieces. Patient was able to remove the bottom half of the battery pack. A replacement battery pack was sent out. Pt got bp but is now seeing an rm-03 code. Pt says controller wasn't dropped. Controller port looks intact. Rtm cord looks intact, but says sometimes it gets hot. A replacement controller was sent out. Patient called back stating battery and controller did not resolve rm03 issue. Patient stated how the wire going into the recharger paddle gets really hot, and it seems like the wire is shorting out. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.no symptoms were reported.

Manufacturer narrative:
Analysis of the recharger, model [97755], s/n (B)(6) revealed. Product analsysis found:stuck on checking the recharger screen and worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.